Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes after starting treatment with a polyflux 140h, a patient experienced chest tightness, nausea and vomiting . The patient was treated with 50% gs 20ml, however, the patient's discomfort intensified nine minutes later. The treatment was stopped and the symptoms improved. No additional information was provided.